Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the rep called while meeting with pt who reported that they began experiencing a return of symptoms last month, and that their device would only allow them to increase intensity to 0.3ma regardless of which program they were using. Pt reported that a similar thing happened in feb. 2023 and that an mdt rep was able to use only program 5 which allowed them to increase stimulation to around 2.5ma, but that none of the other programs worked. Rep also noted that pt denied any falls or trauma to the area around the time they noticed the changes in stim. Rep reported that they created a new program with the case as + and 1 as negative which allowed them to increase to 1.2ma. This was the same as case + and 2 as the negative. Rep reported that impedance check shows all values >4000ohms even when clicking on each individual contact. Rep did another impedance check with pt standing instead of sitting and this produced the same result. The issue was not resolved through troubleshooting. Rep reported they will speak with hcp about the system and see how they want to proceed.